Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear and implant loosening without the products to examine; however, polyethylene wear after fifteen years is not to be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening (wear) of insert, which led to osteolysis and loosening of the femoral and tibial components.